Manufacturer narrative:
Additional information, device evaluation the pipeline flex with shield was returned for evaluation. As received, the pipeline flex with shield was within the catheter. For further examination, the pipeline flex with shield was then pushed out from the catheter lumen with difficulty. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications. The pushwire was found to be bent near the proximal end. The distal end of the pipeline flex braid was found fully open with severe fraying while the proximal end was found fully open with slight fraying. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. Based on the analysis findings and event description, the report of pipeline flex with shield failure to open at the distal end could not be confirmed. The event cause could not be determined as the distal end of the returned pipeline flex with shield braid was found fully open on both ends. The damage to both ends of the braid is likely the result of the physician re-sheathing the device more than the recommended two times. Per our instructions for use, "the system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ possible contributing factors of the failure to open issue include damaged braid and patient anatomy. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield has not been returned for evaluation; product analysis cannot be conducted. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-500-16 mdrs related to this event: 2029214-2017-01258, 2029214-2017-01260. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex with shield did not open during a flow diversion procedure. The patient was undergoing flow diversion treatment of an unruptured, saccular aneurysm in the left internal carotid artery (ica). The aneurysm had a max diameter of 9 mm and neck width of 6 mm. The landing zone artery measured 7 mm distally and 9 mm proximally. Vessel tortuosity was described as normal. It was reported the devices were prepared as indicated in the instruction for use. During the procedure, it was reported that more than 50% of the pipeline braid had been deployed when it was observed that the distal end was not opening. The pipeline flex with shield was resheathed three times, which did not resolve the issue. Afterward, the pipeline flex with shield was removed from the patient. Afterward, a new pipeline flex with shield was placed to complete the procedure.